Event description:
It was reported the battery compartment was broken. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3 is unknown. E1: 13 av marechal de lattre de tassigny. One device was returned for repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found damaged dso seal, damaged battery compartment, scratched lens, and damaged keypad. The customer problem was duplicated.